Event description:
It was reported that there was diminishing r-wave on the right ventricular pace/sense lead, along with high impedance greater than 200 ohms on both the rv and svc coils. All three leads were capped and replaced by one new tachy lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.